Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. During the explant procedure, inflammatory tissue and purulent material were observed. Antibiotic therapy was initiated, and reimplantation was deferred. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an extrusion of the device due to a chronic inflammatory process in the ear. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Correction: the correct device manufacture date was august 29, 2014; not february 13, 2025 as previously reported. It was reported that the electrode was visible through the external auditory canal. The receiver/stimulator was in place.